Manufacturer narrative:
(B)(4). Date sent: 2/12/2026. D4: batch # y70509. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed nine (9) conforming clips; and then no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled to evaluate the condition of the internal components and the lifter spring was found misassemble, not allowing the clips to fed into the jaws. In addition, eight (8) clips were found remaining inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch y70509 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Please provide device details lot#/batch# unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic distal gastrectomy (ldg), the clip could not form as intended even though it had not used up to the usage limit of clips. There was no display on the indicator. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.